Event description:
Burning caused by using icy hot heat therapy back patch. Small area of skin approx 1/2" torn off when removing patch treated with antibiotic ointment & covered with gauze. Healed after about 7 days, small red mark left. Dates of use: 2008. Diagnosis or reason for use: lumbar pain.